Event description:
Bd universal viral transport for viruses, chlamydia, mycoplasmas, and ureaplasmas swab. Provider noticed swab container did not have any liquid in the bottom as it usually does. Swab was not used on a patient. Swab was unopened. Lot n40311200 179b45, exp. 4/17/2026.